Event description:
The customer reported to olympus, the colonovideoscope light guide must be defective, it's too dark. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material on jet tube and foreign material on plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of light guide must be defective, it's too dark, was confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material on jet tube and foreign material on plastic distal end cover. The following non-reportable findings were found during the evaluation: universal cord had a scratch, connecting tube had a scratch, connecting tube was snaking, light guide lens had a chip, light guide lens had a crack, illumination was poor due to breakage of light guide bundle, illumination was uneven due to breakage of light guide bundle, insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover, label on suction connector was peeled, plug unit had a scratch, suction cylinder had no color, air/water cylinder had no color, and water tightness was lost due to wear of scope cover packing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is most likely that the foreign material found during device evaluation was not removed because reprocessing was not conducted properly as a result of leakage from the scope cover packing. However, the identity of the foreign material could not be identified, and the root cause could not be specified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was added that the customer-reported event occurred during a procedure.